Event description:
The complaint involved a plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in that reportedly could not drip. There was patient involvement; however there was no human harm.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received. A review of a customer-provided photograph is also pending.e1 - full initial reporter phone: (B)(6).

Manufacturer narrative:
The following item was returned for complaint investigation: -one used list #142730490, plum 150 ml burette set, clave injection site, 2 clave y-sites, sl, 114in; lot #13547921. -a photo was provided showing air in the diaphragm of the cassette. The air is typical of an incomplete prime of the set. No damages or anomalies were noted on the returned device. The return device was attached to an ICU medical-provided IV bag, primed per packaging directions and a flow test was performed using an ICU plum pump. There were no difficulties in priming, no cassette errors, no occlusion alarms were generated, no air in line alarms were generated and no restrictions in flow were observed. The reported complaint of no flow was unable to be replicated or confirmed. D9 - date returned to mfg: 16oct2023.